Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, multiple implant locations were attempted. The patient reported being hot and pressures dropped. An echocardiogram showed an rv perforation with pericardial effusion and severely impaired ventricular movement, requiring a pericardiocentesis. The implant procedure was abandoned, and the patient was said to be recovering well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, multiple implant locations were attempted. The patient reported being hot and pressures dropped. An echocardiogram showed an rv perforation with pericardial effusion and severely impaired ventricular movement, requiring a pericardiocentesis. The implant procedure was abandoned, and the patient was said to be recovering well. No further patient complications have been reported as a result of this event. It was further reported by the patient that they experienced a cardiac tamponade during the implant procedure. The rv lead was implanted and later revised. Following the revision the patient noted that their chest was "tore up" and it felt like somebody punctured their heart. The patient further noted that it felt like the lead was sticking them and they felt pain as soon as it was implanted. The patient experienced pain, burning, pacing, kicking, a hot poker feeling in their chest, kicks, thumps, stomach pain, chest pressure and shocks. The rv lead was later programmed off and the symptoms stopped. The patient noted that the burning sensations will occasionally return that "follow the lead".